Event description:
This unsolicited device case was received from united states on (B)(6) 2014 from a patient. This case concerns a female patient (age not provided whose right knee was hurting and experienced right knee stiffness after receiving treatment with synvisc one injection. It was reported that it did not helped her right knee (sub therapeutic response). The patient's medical history, past drugs, concomitant drugs and concurrent conditions were not reported. On an unknown date in (B)(6) 2013, the patient started treatment with synvisc one injection, (route, dose, frequency, batch/lot number and expiration date not provided) into right knee for unknown indication. It was reported that it did not helped her right knee (sub therapeutic response). Later on unknown dates, the patient experienced right knee stiffness and it was hurting. Additionally reported that the patient received cortisone shot in her right knee and it helped. Action taken: unk. Outcome: unk for the events of right knee stiffness and right knee was hurting. A pharmaceutical technical complaint was initiated and conclusion was pending for the same. Seriousness criterion: required intervention (cortisone shot) for right knee stiffness and right knee was hurting.